Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis

Event description:
Boston scientific received information that during a normal follow-up appointment it was discovered that this pacemaker could not be interrogated. A magnet was applied to the device to provide asynchronous pacing and no pacing spikes were visible on the electrogram. A revision procedure was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry upon return. The device case was removed. The battery was removed and replaced with an external power supply. No high current draws were noted. The battery itself was sent for analysis and an insulating tube tear was identified. This tear was likely the cause of the observed clinical observation.